Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the patient that they had developed a corneal ulcer and was receiving ongoing medical attention at a hospital. The patient was prescribed an antibiotic (q4h) and a steroid (qid) for two weeks. As of (B)(6) 2016, the ulcer had reduced in size from 0.8mm to 0.4mm and the patient's health was improving. As of (B)(6) 2016, the patient no longer requires treatment from the hospital and was advised to follow up with their optician in two weeks. Coopervision has made a reasonable and good faith effort to obtain additional medical information without results.